Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it was discarded. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+, delivery system and valve usage. Per the training manuals, push force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification. In addition, it notes to use caution in tortuous or calcified vessels that would prevent safe entry. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for inability to introduce the 14fr esheath+ that resulted in a vascular dissection that was treated with a stent was unable to be confirmed. The presence of a manufacturing non-conformance was unable to be determined. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "14fr esheath+ was inserted via right femoral artery obtained percutaneously. However, the sheath got caught on calcification, and was not able to be inserted." Per the training manual, "push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification". Calcification can create a restricted access and obstacles for insertion, which may lead to the reported resistance during the advancement of the esheath+. In this case, available information suggests that patient factors (calcification) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device was discarded.

Event description:
As reported by our edwards lifesciences japanese affiliate, during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 23 mm sapien 3 ultra resilia valve, the 14fr esheath+ was unable to be advanced through the right femoral artery due to calcification. A decision was made to withdraw the esheath+ and obtain access via the left femoral artery. There was no resistance encountered in the left femoral artery and the procedure was able to proceed with successful valve implantation. Subsequently, a digital subtraction angiography (dsa) performed revealed right femoral artery bleeding due to a dissection. A stent was placed to treat the dissection and the procedure was completed.